Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that following a pelvic floor repair procedure using a pinnacle anterior/apical pfr kit in 2009, the pt returned to the hospital the following month, with a urinary infection and retention, and was hospitalized at that time. The physician performed surgery the next day, to remove a suture from behind the pubic ramus in order to relieve the urinary retention. The physician could not determine whether or not the urinary infection and retention were caused by the pinnacle mesh. Reportedly, a "jj probe was placed in the pt" to facilitate drainage and the pt's condition is "favorable." She is under medical supervision.